Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable and damaged electrode belt connector) has been confirmed. As received, the electrode belt trunk cable connector was found to be cracked. Upon investigation, the electrode belt failed incoming functionality testing, specifically an ECG fall-off test. The cause for the test failure was isolated to an open white (drvn_gnd) wire in the trunk cable. The root cause of the cracked trunk cable connector and the open wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that a patient stated that a cable and the electrode belt connector were damaged.